Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm513.2, -11.0/5.0/114 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged and the problem resolved. It was reported that there was no patient injury. The reporter stated that the cause of the event was unknown.

Manufacturer narrative:
B1- corrected report type from adverse event to product problem. B5-the reporter indicated that a 13.2mm, vticm513.2, -11.0/5.0/114 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2023. The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. The reporter stated that the cause of the event was unknown. H1- corrected type of report event from serious injury to malfunction. H6- health effect-impact code: 4629 to 2199, previous code not applicable. Claim# (B)(4).